Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer was admitted to the hospital on (B)(6) 2021 due to insulin flow blocked, hyperglycemia and diabetic ketoacidosis. Customer blood glucose level was 432 mg/dl when admitted to hospital .customer stated they tested positive for ketones. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The device will be returned for analysis.